Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a higher than expected progesterone result for one patient that was generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory; however, subsequent testing produced results in a different clinical category. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The customer indicated that the instrument is currently performing within qc specifications. Also, a routine system check was performed, by the customer, on (B)(6) 2010, which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 for this event. The fse verified the luminometer and ultrasonics performance; no issues were noted. The fse also performed a high sensitivity (hs) system check which passed within instrument specifications. A definitive root cause has not been determined to date for this event.